Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with a bolus via pump, but on (B)(6) 2023, the patient first went to the emergency room and was subsequent hospitalized due to high blood glucose level. Her highest blood glucose level was 645 mg/dl at the time of the event. Moreover, the infusion had been used for 24 hours. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication drip (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.